Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was with an unknown pigtail catheter in the laa. Contrast was injected to see the anatomy and ostium. The contrast was seen outside the laa. An echocardiogram also confirmed contrast in the pericardial space. The physician performed a pericardial tap. The patient was asymptomatic, recovered fully, and has been discharged from the hospital.